Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump possibly was not giving the site change reminder that occurred twice. The customer's blood glucose (bg) level was 280 mg/dl and the customer change the site and bolus with the pump to address bg level. During troubleshooting with tandem technical support (cts), cts verified that the cartridge and infusion set was change prior to the site reminder setting on the first occurrence. On the second occurrence, the contact verified in the pump logs that the site reminder was logged on the pump as intended. Contact acknowledged.